Event description:
The customer reported that this central nurse's station (cns) rebooted itself and the screen went blank for a moment. When the screen came back, it displayed "receiving data" then "monitor failure". There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) rebooted itself and the screen went blank for a moment. When the screen came back, it displayed "receiving data" then "monitor failure". The customer rebooted the cns to resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 I called dory to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for dory to call me back with this information. Attempt # 3: (B)(6) 2026 I called dory to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for dory to call me back with this information.